Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion, infection and skin necrosis. Cultures were taken. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.